Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the manifold on a cardiovascular intensive care unit (cvicu) patient was found to have a leak. The patient¿s blood pressure dropped significantly and went into ventricular fibrillation (v-fib) within 15-20 minutes of the incident. The therapies used on the patient at the time of the event was cardiac drugs.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.